Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt and was difficult to remove from the cavity. The surgeon performed an ileostomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.